Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During preparation of thrombin solution, it wouldn¿t lock the top into the vial then wouldn¿t let the customer draw up into the syringe. The device was returned for evaluation. Visual inspection did not reveal any abnormalities; the needle free vial adapter was able to pierce the rubber stopper of the thrombin vial properly. Further investigation noted that the pre-filled sodium chloride solution syringe was missing from the kit box. The customer also provided their own printed instructions for use which were missing a step for venting. Due to the syringe not being returned, the reported condition could not be verified. In addition, a retained sample was evaluated. Visual inspection and functional testing (solution reconstitution) did not reveal any abnormalities. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a floseal device had an unspecified malfunction. Patient involvement and the step of setup or therapy during which this occurred were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.